Event description:
It was reported that the patient received a blood glucose result of 138 mg/dl at 3:02 p.m. And he experienced hypoglycemia symptoms of feeling shaky, weak, and sweaty. The patient was unable to self-treat and his wife provided glucose tablets, chocolate milk, and soda. At 3:16 p.m., the blood glucose monitor displayed a result of 125 mg/dl. The patient tested on his continuous glucose monitor and the result was 58 mg/dl. His competitor meter displayed a 49 mg/dl result at the same time. The patient was very tired and slept for a few hours.